Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redw4164 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported, "the patient was diagnosed with cervical cancer. It is necessary to use the PICC catheter to infuse chemotherapy drugs and other drugs intravenously to achieve the purpose of treating cervical cancer. The specialist nurse performed PICC tube puncture on the patient at 09:00 am on (B)(6) 2022. After assisting the patient in positioning, disinfecting the skin and establishing the maximum sterile barrier, open the sterile peripheral central venous catheter kit according to aseptic principles. When checking the catheter, it is found that there is a black unknown foreign body in the kit, which is immediately obtained from the fourth department of swelling. Contact, replace another set of peripheral central venous catheter kit according to the aseptic principle, soothe the patient's anxiety and other negative emotions and explain the work well, and then the catheter can be placed smoothly. Patients with contaminated PICC catheters are at risk for dvt-associated bloodstream infections with serious consequences. "

Event description:
It was reported, "the patient was diagnosed with cervical cancer. It is necessary to use the PICC catheter to infuse chemotherapy drugs and other drugs intravenously to achieve the purpose of treating cervical cancer. The specialist nurse performed PICC tube puncture on the patient at 09:00 am on (B)(6) 2022. After assisting the patient in positioning, disinfecting the skin and establishing the maximum sterile barrier, open the sterile peripheral central venous catheter kit according to aseptic principles. When checking the catheter, it is found that there is a black unknown foreign body in the kit, which is immediately obtained from the fourth department of swelling. Contact, replace another set of peripheral central venous catheter kit according to the aseptic principle, soothe the patient's anxiety and other negative emotions and explain the work well, and then the catheter can be placed smoothly. Patients with contaminated PICC catheters are at risk for dvt-associated bloodstream infections with serious consequences. "

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redw4164 showed no other similar product complaint(s) from this lot number.